Event description:
Patient reported left side capsular contracture baker grade iii, deformation and "folds". Healthcare professional later reported cyst, "silicone leak that has stuck to the capsule, "fibrocystic breast changes and typical ductal hyperplasia." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: material deformation: observed deformation device. Breast mass: unable to observe since it is a medical event and is not related to the device. Device appears to trigger rejection: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Cyst(s): unable to observe since it is a medical event and is not related to the device. Skin inflammation/ irritation: unable to observe since it is a medical event and is not related to the device. Foreign body reaction: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Healthcare professional reported additional left side, ¿the stroma reaction foci of giant cells of the foreign body type and fragments of amorphous material refringent." Device has been explanted and replaced.